Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test high during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device was tested for flow rate accuracy and reproduced the reported failed flow rate test high, was outside 5% specification error percentages (B)(6). A review of the event history log (ehl) revealed no abnormalities. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.